Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument broke during use. The hosp has reported that no pt injury occurred. Date device expires: 2/28/2001.